Event description:
It was reported that a malfunction alarm occurred. At the time of the report with tandem technical support the customer did not have an alternate method for insulin therapy. Customer¿s blood glucose level was 150 mg/dl. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.